Manufacturer narrative:
Model number / catalog number: sc-3138-35, serial number: (B)(4), batch / lot number: 19796196, model / catalog description: lead extension kit 35 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation. It was noted that the contacts were out and was believed the lead extensions caused it. The patient underwent a replacement procedure and was doing well postoperatively.